Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that post op an open right colectomy, the device worked properly. The patient had to be taken back to surgery for a reoperation. It was determined that the staple line opened and there was a leak. The surgeon over sewed that anastomosis to complete the procedure. There was no adverse consequence to the patient reported.